Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4) is displaying a system error code was confirmed during both archive data review and functional testing. A review of the archive data log file indicated the occurrence of system error - 132 (internal watchdog timeout). The root cause of the system error was likely due to the processor board (pca) failure. The contribution of user mishandling cannot be ruled out since the platform is heavily damaged. During visual inspection, the battery lock, top cover as well as front and bottom enclosures were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover was damaged and had multiple cracks. Both the front and bottom enclosures were cracked/damaged, and the battery lock was bent. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The damaged parts will be replaced to address the issues. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the system error - 132 (internal watchdog timeout) displayed upon powering up, thus, confirming the customer's reported complaint. The processor board will be replaced to remedy the fault. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4) is displaying a system error code that cannot be cleared. The specific error code is unknown. No patient involvement.